Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issue occurred on (B)(6) 2011 at an unknown time in the evening. She reported blood glucose results of '146-150mg/dl' on the subject meter, which she claimed was higher than her feelings/usual readings. The patient reportedly was not taking any medications to manage her diabetes. The patient claimed that approximately 3 hours later, she developed symptoms of "blurry vision, felt weak & dizzy." The patient reportedly self-treated food/drink in response to her symptoms at an unknown time that evening. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.